Event description:
The user facility reported that during endoscopic retrograde cholangiopancreatography (ercp) case, while the doctor was inserting the guidewire, it was found that the coating was peeled off at the hand side. It was replaced with another product to perform the procedure. The section where the coating was peeled off was not inserted into the patient's body. The procedure outcome was not reported. The patient was not harmed. It is unknown if any other devices or equipment were used with the reported product.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name : requested, unknown. E2: health professional: requested, unknown. E3: occupation: requested, unknown. H4: device manufacture date: june 2022. Since it was unknown whether the product was contaminated by infectious agents or not, it was inspected from the outside of plastic bag. Visual inspection of the actual sample from the outside of plastic bag: as far as it could be confirmed, no anomaly such as peeling of coating was found. Record review: the manufacturing record and the shipping inspection record for june, 2022 lot (26k) no anomaly was found. History investigation of the past complaint file for june, 2022 lot (26k). Two other similar reports from other facilities were found. However, according to each investigation result, no peeling of coating was found on the actual sample. Based on the investigation result, in the range of visual inspection of the actual sample from the outside of plastic bag, no peeling of coating was found on the actual sample, and no anomaly was found in the manufacturing record and the shipping inspection record. However, since it was unknown whether the actual sample was contaminated by infectious agents or not, and a detailed investigation could not be performed, it was not possible to identify the cause of occurrence. Relevant instructions for use (IFU) reference: before use, prepare and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, present an infection control risk, cause tissue irritation and patient injury such as punctures, hemorrhages, mucous membrane damage or thermal injury and may result in more-severe equipment damage. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.